Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, causing the white pulse wire to detach from the ECG a&b cable pulse wire and intermittent contact. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt tes were non-functional.